Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient had hard tissue replacement (htr) implanted (B)(6) 2010. Three months after the htr was implanted, he began to develop inflammatory symptoms and drainage was performed in a local hospital. On (B)(6) 2010, the patient was admitted again and diagnosed with an infection so the htr was explanted.